Event description:
It has been reported that one bd q-syte luer access split septum has been found experiencing leakage during use. The following has been provided by the initial reporter: on the third day after the patient used the product, the nurse washed and sealed the tube and found that the q-syte was broken and leaking liquid.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received on q-syte assembly without packaging material. Through the visual examination, the q-syte assembly revealed damage (breakage-cracking) on the polycarbonate of the top body. The type of damage that was revealed did not allow further testing for leakage. The damage on the top body would have been a contributing factor for the failure experienced. A definite source for the failure experienced could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd q-syte luer access split septum has been found experiencing leakage during use. The following has been provided by the initial reporter: on the third day after the patient used the product, the nurse washed and sealed the tube and found that the q-syte was broken and leaking liquid.